Event description:
Healthcare professional reported "left ruptured implant discovered during surgery". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: n/I.

Event description:
Healthcare professional reported, "left ruptured implant. Discovered during surgery". The device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture requested on april 25, 2024. It is not possible to determine, the lot number or catalog through the photos provided. Visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.